Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens -7.00/2.0/107 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. In the reporters opinion the cause of event was user error.